Manufacturer narrative:
Conclusion: visual inspection of an open packaged same lot samples did record one of the hand tightened connections was not connected. Once connected the device performed to all specifications. The directions for use (dfu) for this kit does specify that during set up of the monitoring system all fitting should be checked to ensure secure tight connections.

Event description:
(B)(4) rec'd (no facility # assigned) reporting a disconnect/leakage incident with use of one (1) (B)(4) neonatal transpac IV mtg. Kit, lot# 2263795. The report states on (B)(6) 2011 the "umbilical arterial catheter (uac) found disconnected from stopcock...(approx) 90ml of blood loss...patient was tachycardiac when found. Stat lab work ordered and done. Pt transfused with 2 units of red blood cells. Pt returned to baseline with improved hemoglobin and hematocrit." The device was pre-tested during initial set-ups with no problems noted at that time. It is unk how long the device was in use when the problem occurred. The (B)(4) indicates the involved product is not available for eval. Manufacturers analysis and investigation: the MFR. Received one open packaged (B)(4) neonatal transpac IV mtg. Kit lot# 2263795 for analysis and investigation. Visual analysis of the contents recorded an extra male vented cover was in the package and that one of the removable 3-way stopcocks/vented cover were loose. Dimensional eval was performed on the mating components male and female luer tapers on the stopcock. The results recorded no put of spec. Conditions. Functional testing was performed. After re-attaching the hand-tightened components testing was performed. The results recorded no performance issues and/or out of spec conditions. A review of the mfg. Lot database for lot # 2263795 (mfg. Date 04/2011) shows (B)(4) units were mfg. Tested, inspected and released.